Event description:
The transfer sert was replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed in 2005 (no mor than 1 month.) No patient injury or medical intervention was associated with this incident.